Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2022. During procedure, "the dart did not work" and a breakage of material was reported. The reported event most likely suggests that the dart detached from the suture. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Initial reporter facility: no physician or hospital information has been provided; however, this complaint was received from brazil. Imdrf device code a0501 captures the reportable event of dart detachment.